Event description:
It was reported that the patient presented remotely via merlin.net. Remote alert revealed that the right atrial (ra) lead exhibited p-waves amplitude variation. Review of the electrogram (egm) noted that the ra lead exhibited far field r waves oversensing. No change or intervention was reported. The patient condition was unknown.